Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low and high blood glucose and was hospitalize from (B)(6) 2019 with blood glucose of 24 mg/dl. Customer was released on (B)(6) 2019 and the emergency medical service was called on (B)(6) 2019 to the home. Customer reported that insulin pump was not worn for sixteen day. Customer changed setting without authorization from healthcare professional and began to receive excessive calibration messages. Other blood glucose readings that customer experienced were 469 mg/dl, 200 mg/dl, 90 mg/dl and 30 mg/dl. Customer treated with 500 units of glucagon. Customer was told that the insulin pump was working properly and was educated on proper calibration, but troubleshooting did not continue as customer hung up the call and did not call back. Insulin pump is not expected to return for failure analysis.